Manufacturer narrative:
A ge rep evaluated the system and reseated the temperature sensor cable. System operates as intended.

Event description:
Customer reported the system is displaying a temperature sensor error message. No pt injury was reported.